Manufacturer narrative:
The onyx was not returned for evaluation as they were consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Note: per the onyx IFU (instructions for use) warnings: do not allow more than 1 cm of onyx les to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and catheter entrapment. Note: per the apollo IFU (instructions for use) warnings: leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. (B)(4). Information received from the same article as mfrs: 2029214-2015-00797; 2029214-2015-00798.

Event description:
The following report was received by medtronic (covidien) through receipt of a medwatch uf/importer report number (B)(4). During treatment of a brain arteriovenous malformation (bavm) with ev3 onyx embolic system, the end of the apollo catheter broke off. The catheter fragment stayed in the patient extending from the proximal cervical right ica into the right mca superior division branch. Additional information was received through follow up. It was indicated that there was reflux past the detachment zone. The pause between injections was 2 min. There was no surgical or medical intervention and the patient was neurologically intact. Two lot numbers for the onyx were reported, it is unknown which of the two caused or contributed to the catheter entrapment.